Event description:
This non-serious spontaneous case report from (B)(6) was received from a nurse and upon medical review, has been upgraded to serious based on the reclassification for the events following assessment utilizing the company's new device reporting tree (sw31295). This case involves an elderly female patient who commenced treatment with intradermal poly-l-lactic acid (sculptra) for an indication of correction of volume loss in face. The patient has received 3 vials in total on (B)(6) 2009, (B)(6) 2009 and the last treatment on (B)(6) 2010. On an unknown date, the patient developed lumps, which the reporter thinks may be granulomas, in the perioral area. The patient outcome is unknown. It is unknown whether any corrective treatment was given. Relevant medical history and concomitant medication information were not mentioned. Action taken: unknown. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Reporter's causality assessment: not provided.